Event description:
Treatment began as normal. Uss. 45 minutes into treatment pt began complaining of epigastric pain-stated it felt like gall bladder pain-requested im given without relief. 30 minutes later pt began having chest pain (sternal without radiation to back. Pt discontinued - blood was not returned. Noted severe kink of arterial line post (immediate) blood pump. O2c began. Nitroglycerin t (o.4 mg) given sublingual without relief. Md notified. Pain subsided approx 10 minutes but returned in severe intensity. Pt transported to ER via ambulance - md notified. Blood was never returned to pt c/o chest pain - 1 to scale - 10 (most severe.)